Event description:
Event description guidant received information that this left ventricular implantable lead was suspected to have dislodged and had exhibited chronic high pacing threshold measurements. The lead was explanted and replaced during the device replacement procedure. The lead has been returned for analysis.